Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("chronic abdominal pain 10 days after insertion") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and miscarriage. In (B)(6) 2016, the patient started essure. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), vertigo ("poorly defined impression of vertigo") and allergy to metals ("maybe a allergy to nickel"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, vertigo and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, vertigo and allergy to metals with essure. The reporter commented: essure verified as in proper place and properly inserted. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic abdominal pain 10 days after insertion. A bilateral salpingectomy was performed. The event is regarded as anticipated according to the reference safety information for essure. Following essure insertion procedure, abdominal pain may occur. Based on a compatible temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Abasia ("she could no longer walk (she could no longer work/ she had to remain lying down)") on an unknown date, the patient experienced abasia (seriousness criterion disability). Abasia outcome was unknown. The reporter provided no causality assessment for abasia with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: new event added. The batch number and essure sample were not available. On 17-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic abdominal pain 10 days after insertion. She could no longer walk (she could no longer work/ she had to remain lying down. A bilateral salpingectomy was performed. The event chronic abdominal pain is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Following essure insertion procedure, abdominal pain may occur. Based on a compatible temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. With regards to the other event, considering that the cause for occurrence of the event was not clearly mentioned, a causal relationship with essure cannot be assessed. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("chronic abdominal pain 10 days after insertion") and abasia ("she could no longer walk (she could no longer work/ she had to remain lying down)") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and miscarriage. No gynecological medical history. Nickel allergy was not confirmed. In 2016, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and allergy to metals ("maybe a allergy to nickel"). In (B)(6) 2016, the patient experienced the first episode of pelvic pain ("pelvic algia, poorly systematized"). On (B)(6) 2017, the patient experienced the second episode of pelvic pain ("pelvic algia"). On an unknown date, the patient experienced vertigo ("poorly defined impression of vertigo") and abasia (seriousness criterion disability). The patient was treated with surgery (bilateral salpingectomy by coeliosurgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vertigo, allergy to metals, abasia and the last episode of pelvic pain outcome was unknown. The reporter provided no causality assessment for abasia, abdominal pain, allergy to metals, vertigo, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter commented: essure verified as in proper place and properly inserted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain -analysis in the global safety database 1064 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-jun-2017: patient's information updated. Patient's date of birth, weight and height were specified. Device start date was updated to 2016. New events were added: pelvic algia, poorly systematized and pelvic algia. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.